Manufacturer narrative:
No components were returned for analysis and review of the device reveiw history was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instruciton for (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported by the pt via e-mail and telephone, an angio-seal device was used to seal the right femoral arteritomy site post heart catheterization. Later, the pt experienced vessel occlusion to the leg. The pt explained the angio-seal broke and a portin of the device remained in the leg. During the process of trying to retrieve the device, the femoral artery tore and an emergency femoral bypass graft was necessary. The pt remained in the hosp for 3 days in the intensive care unit (ICU). The pt was followed for a possible stroke. The pt did not have a stroke. The pt experiences numbness from the groin to the knee ever since. Seven months later, the pt did not have a stroke. The pt experiences numbness from the groin to the knee ever since. Seven months later, the pt had a diagnostic procedure to evaluate the blood flow to the right leg.